Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock during three separate episodes. Technical services (ts) analyzed device episode data and found that the inappropriate shocks were due to oversensing of possible sense b artifact while programmed to the secondary vector. A chest x-ray was done. A patient-initiated interrogation (pii) was requested for additional data. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock during three separate episodes. Technical services (ts) analyzed device episode data and found that the inappropriate shocks were due to oversensing of possible sense b artifact while programmed to the secondary vector. A chest x-ray was done. A patient-initiated interrogation (pii) was requested for additional data. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.